Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that led to the depletion of the device's internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that there was an intermittent short caused by a tin whisker located on a cable-mounted plug connector, designator p506, crimp side, at lands 2 and 3, on the device's switch flex cable assembly. The intermittent short caused the device to think that the charge-pak was missing and draw excessive current, which led to the internal hybrid layer capacitor (hlc) batteries depleting. The customer was provided with a replacement device.